Event description:
It was reported intermittent occlusion alarms occurred back to back without the customer being able to resolve despite changing supplies and removing the pump. The customer's blood glucose level was over 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer reverted to an alternate method of insulin therapy.